Event description:
The patient got shocked in his neck and arm by the implantable neurostimulator (ins) before (B) (6) 2008. The patient spoke to his doctor about the shock. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). This report is being submitted following an internal audit.